Event description:
It was reported that during a da vinci hysterectomy procedure, the tip of one of the graspers fenestrated bipolar forceps instrument was bent and then the plastic housing also broke off. The plastic insulation piece did separate from the shaft. Everything else was still connected together. That piece fell into the patient but it was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.